Event description:
A doctor reported a case of bilateral peripheral "stage 1" diffuse lamellar keratitis (dlk), observed at one day post lasik treatment. Reporter indicated topical steroid dosage increased, and oral steroid prescribed. Patient noted her face felt puffy. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Attempts have been made to obtain additional information related to patient outcome, at this time additional information has not been received. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).